Event description:
Per sales rep, during a rf lesioning, the pt received burns on both the s1 and l5 levels at the entry point of the needle. Pt was given antibiotics as treatment for the burns.

Manufacturer narrative:
Pt anatomy and implanted hardware adjacent to the procedure site may have contributed to the event.